Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the reported clinical observations.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high thresholds. X-ray showed possible perforation. Surgical intervention and intravenous antibiotics were needed to resolve the issue. This lead was explanted and replaced. No additional adverse patient effects were reported.